Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge change error during the load sequence. Customer had manual injections as alternate insulin therapy. In addition, the pump date was inaccurate. The customer was unsure how the pump date became inaccurate. Customer's blood glucose level was 120 mg/dl.